Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow lead noise leading to inhibition of pacing was observed via reviews of electrograms. No intervention was performed. The patient was asymptomatic and monitoring will continue.

Manufacturer narrative:
Correction: concomitant medical products and therapy dates was initially blank and should have been 1888tc/52, bck56243 and 1058t/86, aby23991 with therapy dates of (B)(6) 2016.

Manufacturer narrative:
Correction: concomitant medical products and therapy dates was initially blank and should have been 1888tc/52, bck56243 and cd3361-40c, (B)(4) with therapy dates of (B)(6) 2016.